Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. In 2008 at an unspecified time, the pump was programmed to deliver morphine at 1ml/hr with a 12 minute pt lockout. No further programming parameters were provided. At about 2 days later at an unspecified time, the pump was reprogrammed to deliver at a rate of 0.3ml/hr with an 8 minute pt lockout. After an unspecified length of time, the customer contact reported that the pump was found delivering at a rate of 1ml/hr. The device was removed from clinical use. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.